Event description:
The hcp reported the pt was admitted to the e.r. W/dizziness, bradycardia (hr=50), and eye deviation. No obvious cause could be found for the symptoms, so baclofen withdrawal was suspected. Dr read the pump and then aspirated the contents and expected 11.1ml and got back 11ml. He left the needle in the pump and allowed some drug to passively fill after the aspiration and then injected the rest back into the pump. After about 4 hours, the pt's heart rate dropped to the low 40's and pt became unresponsive. The hcp was unsure if it was drug related. The pt outcome was not reported. A follow up report will be sent when add'l info is received.